Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and 70% stenosed proximal right coronary artery. A 2.5 x 18 mm multi-link 8 stent delivery system was being advanced to the lesion when the proximal shaft outside the anatomy separated. The device was removed and the procedure was stopped at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.